Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 370 and 150mg/dl (venous blood was used). Tests were done within 15 mins. Pt did not experience any adverse events. No further info has been reported.